Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility conducted culturing tests for the subject device and gram-negative bacteria was detected from the subject device. It is unknown in which part of the scope the microorganisms were found. There was no report of infection associated with this report.